Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported the patient should have submitted a complaint about their battery longevity. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient with a device indicated for gastric stimulation, also needed their battery replaced after 8-9 months. No further complications were reported/anticipated.